Event description:
While priming the thrombectomy device on the table we noticed the devices electronics was defective. We tried a few times with the support of the rep form penumbra to trouble shoot the error but no luck. Item was never used on patients. Item removed from field and new product opened on field that work without issue.